Event description:
It was reported that the patient never had therapeutic effect. The reporter mentioned that the patient had not gotten any symptom relief since implant and she was very uncomfortable. The patient was still having ¿greasy¿ and frequent bowel movements, as if she never was implanted. Three days later it was reported that the patient was told she would have to go in for recalibrating the implantable neurostimulator (ins) every three months. The patient stated that she would rather have the ins removed if she had to do that. The patient¿s son stated that she went in for reprogramming in february. The patient stated that each time they would press a button she felt a strong shocking sensation in her vagina and it made her scream. The patient stated that no one ever told her that she would have to go in for this stimulation adjustment. The patient did not like the system and would rather have it taken out. Due to an unrelated issue the patient did not think the therapy would help her symptoms anyways, so would rather not have the ins. The patient stated that due to this unrelated issue, which was prior to implant, she could not control her bowel movements at all. The patient did not know why they even implanted her with the ins because she was ¿ripped open¿ and her ¿stool just came out.¿ the patient then stated that she had no complaints about the system; her complaint was about the unrelated issue. The patient also stated that since implant it was helping some, ¿but because she was constantly pooping her butt never closed.¿ it was unclear if the patient had some benefit or not. The patient noted that she was taking ¿some pills three days¿ to help control her bowels. If the patient ate greasy food, her stool came out ¿soupy.¿ the patient was afraid and depressed and felt the only thing that would help her problem was to have another surgery. The following day it was reported that the patient underwent advanced evaluation and had been followed by the clinic. The reporter was unaware of any issues post implant. The reporter intended to follow up with the doctor on the day of the report. Three days later it was noted that the reporter was aware of the lack of effect ¿within the last week.¿ the reporter was meeting with the doctor and patient the week after the report to interrogate the ins and determine appropriate cause of action. The reporter was not involved with the programming session when the patient was shocked. Twelve days later was reported that there was no representative present when the patient was shocked during reprogramming. The patient was only seen by the doctor¿s staff at that time. The patient also cancelled her follow up appointment, so her ins was never interrogated and there was no further information. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v955825, implanted: (B)(6) 2014, product type: lead. (B)(4).